Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion test, prime test, excessive no delivery alarm test and displacement test. The unit safety max the delivery alarm functioning properly. The device was monitored for two days and no unexpected max delivery alarms or bolus anomalies were noted. The device was received with cracked case at the display window corners.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Event description:
It was reported that the customer did complaint a maximum bolus delivery occurred during the night. The customer was hospitalized and treated with a glucagon injection. The customer denied programming himself the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.